Event description:
A materials manager reported the silicone oil extraction was not working. No add'l info was provided. According to the service report, the service request was canceled and user error was noted. Multiple attempts have been made to retrieve add'l info but none has been rec'd to date. Pt impact is unk.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).